Event description:
It was reported that a patient had a procedure performed by a plastic surgeon for granulation tissue and plastic foreign body was removed. This plastic was believed to be a vns tie-down from the left neck area which caused the granulation of tissue. Patient is ¿special needs¿ and patient has been picking at the area. It was stated that the tie-down was not visually extruding but when the surgeon started palpating the wound it came out pretty easily. The nurse indicated that it seemed that the patient did not have a full vns device implanted only a portion of the tie-down and lead that were remaining. Because of the policy of the facility, the identity of the patient is unknown and it is unknown when the patient's devices were explanted. No additional or relevant information has been received to date.